Event description:
(B)(6) 2014, this catheter was placed for chemotherapy. On (B)(6), a subcutaneous leak of medical fluid occurred. The doctor removed the catheter and found it to be damaged.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.